Event description:
A bioitronik rep reported that the pt received a pneumothorax during the implant and had to have a chest tube inserted. During the insertion of the chest tube the pt's blood pressure was very low. She had a rhythm, but no pulse. A code was called and the cath lab staff began chest compressions. Upon regaining pulse an echo was ordered and it showed that the pt potentially had a pericardial effusion. The staff began doing a pericardial transfusion while waiting to transport the pt to another hospital. Upon arriving to the hospital, the pt had her chest opened, but did not make it through the surgery. Should additional info become available this file will be updated.